Event description:
Customer reported low blood glucose level of 35 mg/dl. Customer also reported a broken belt clip, which was split in the middle, the metal part. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.